Manufacturer narrative:
Follow-up # 1 07/03/2012. Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the device history indicated a pump reboot. No damage was observed to the pump battery compartment or battery cap. The battery cap secured properly to the pump. The battery cap contact dimensions measured within specifications. The pump powered on properly and was exercised for 24 hours with no power interruptions or related alarms. The pump case was removed and no damage was found to the power circuit.

Event description:
The lay user/patient's mother contacted animas on (B)(6) 2012 alleging that the subject pump powered off without warning on 2 or 3 occasions. The patient's mother reported that the patient replaced the pump's battery cap and has had no further incident's of the pump powering off since. The reporter did not have the subject pump or battery cap at the time of the call. The reporter did not known if there was any visible damage to the pump and/or battery cap. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.